Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that they had infusion set that had leak last week. The customer reported that wet spot was coming through clothing. The customer reported that kind of high along. The customer reported that blood glucose was in the range of 400mg/dl. The customer declined to troubleshoot for high blood glucose. The customer treated with pump after changing infusion sets. The insulin pump will not be returned for analysis.